Manufacturer narrative:
An event regarding crack/fracture involving a trident 0° insert trial 36mm was reported. The event was confirmed. Method & results: device evaluation and results: the visual inspection showed that fracture observed on cup hole. The trident insert trial was found scratched and damaged. Material analysis of returned device was performed and indicated that fracture observed on cup hole consistent with an overload condition. Medical records received and evaluation: not performed as medical records were not provided for review. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: no other events were reported for the lot indicated. Conclusions: it was reported that during a primary procedure on patient's right hip, the screw dome hole broke off the liner trial. The visual inspection showed that fracture observed on cup hole. The trident insert trial was found scratched and damaged. Material analysis of returned device was performed and indicated that fracture observed on cup hole consistent with an overload condition. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that during a primary procedure on patient's right hip, the screw dome hole broke off the liner trial. The case was completed successfully with no surgical delays.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during a primary procedure on patient's right hip, the screw dome hole broke off the liner trial. The case was completed successfully with no surgical delays.